Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 36 and 48 hours. It was reported that while patient was lying in bed at the emergency room the pod fell off the infusion site (arm), causing the cannula to dislodge. Symptoms reported include vomiting, uncontrolled urination, and high blood glucose. Patient reported that they administered an at-home ketone test and the results on the strip were dark, indicating ketones. The patient was treated with intravenous insulin and was hydrated. Bloodwork was performed, but results were not reported. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis. The patient spent 12 hours in the emergency room and then was transported via ambulance to a hospital, to continue treatment for another 12 hours before being released.